Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of unit gives very poor image quality was unconfirmed. The probe is functioning properly in accordance with manufacturer specifications. There is no root cause as the issue could not be reproduced.

Event description:
It was reported that the image has poor quality. No other information provided, at this time.